Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the manufacturer for an allegation of a failed test step. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board, power management board, internal battery and detachable battery connector need to be replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. Power management board, internal battery and detachable battery cable. The sensor board, power management board, internal battery and detachable battery cable were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt5) being out of tolerance. The power management board, internal battery and detachable battery cable were evaluated and found to operate to design specifications. The manufacturer originally reported this follow-up report on april 27, 2016 under the manufacturer number 2518542-2016-00546. The manufacturer number was incorrect during submission. This report is submitted with the correct manufacturer number of 2518422-2016-00546.